Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for routine check in clinic, patient was feeling dizzy when the lv capture test was performed. Intermittent loss of capture was noted during lv capture testing. This egm behavior and the patient's dizziness were occurring even at maximum output. Patient was feeling dizzy only during the test and as the test stops patient was fine. Patient left the clinic. Later, the patient was checked again and threshold seems to be changing and better. Patient was asymptomatic. Patient will be monitored.